Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient has been having "pain around their heart" for over a year. It was further reported that the patient expressed concern that their device battery is "going out" and needs replacement. Follow up is in progress; however no further information is available at this time. The device remains in use. No further patient complications have been reported as a result of this event.